Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) excessive force. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Our clinical investigation concluded: a clinical review states per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. No clinically relevant documents were provided. It is unknown if the firstpass¿ mini suture passer instructions for use, was adhered to. Based on the information provided, all the broken pieces were retrieved from inside of the patient using forceps. Per the complaint, there was a delay of less or equal than 30 minutes reported, and the procedure was completed with a smith and nephew back up device. Since no further complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant patient information be provided, this complaint would be re-assessed. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during use in an arthroscopy, the top jaw of the firstpass suture passer broke inside the patient. All the broken pieces were retrieved from the patient using forceps. Non-significant surgical delay was reported and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in an arthroscopy, the top jaw of the firstpass mini right broke. Instruments inside patient, all the broken pieces were retrieved using forceps. A delay less or equal than 30 minutes were reported and the procedure was finished with a smith and nephew back up device. No further complications were reported.